Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that solenoid sol5 was faulty. The fse replaced the solenoid, which repaired the vls errors. The fse also found that there was buildup inside the hgb chamber. The fse replaced the hgb chamber, which repaired the failing hgb backgrounds the repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating hemoglobin (hgb) incomplete computations and vent line sensor (vls) errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.